Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming unit (cfu) of gram negative bacteria on the all channel sample. The obtained results are in conformance with the requirements. The device was evaluated by olympus. There was a cracked light guide rod lens, a scratched distal end cover, the bending section cover adhesive was white and cloudy, a worn switch button one (1) and biopsy channel and angulation issue. The customer provided the cleaning, disinfection, and sterilization (cds) practices performed onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary channels. The customer uses detergent dong during manual and pre-cleaning. During manual cleaning, the customer brushes the operating channel, suction cylinder,and the instrument channel port using vytil nova clean brushes, reference number (B)(4), lot 2021122215vcbk. For automated endoscope reprocessor (aer) treatment, the wassenburg wd440 adaptascope is used with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). The aer was tested, however, the results were not provided. The customer vertically hangs the scope inside a drying cabinet. The customer uses olympus for maintenance and repair of the scope. The scope was not sterilized. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an one (1) colony forming units (cfus) of penicillium chrysogenus. The issue was found during a routine culture of the scope. Sampling occurred during reprocessing, before use. It was an all channel sample. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.